Manufacturer narrative:
(B)(4). Date sent: 06/29/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a sleeve procedure, twenty-four hours after the procedure, massive bleeding occurred. The surgeon had to operate the patient and try to stop the bleeding. The patient lost a lot of blood (1.5 liters) and had to be transfused. Bleeding in the staple line (1st reload) near the pylorus. The reload was gold.